Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The customer's product has been returned for investigation. A follow-up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage or evidence of too hot to hold or corrosion was observed. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no evidence of too hot to hold was observed. The stm processor was present. The reader battery voltage was measured. An extended investigation has been performed. Visual inspection was performed on the returned de-cased reader and contamination was observed on the usb port. Liquid contamination was observed on the pcba. The returned reader was connected to a computer via usb cable. The reader was not detected by software. The event log could not be extracted as the software was not detecting the reader. Bench testing was performed on the reader. The reader was not able to power on using the button depression, test strip insertion. The returned battery was measured using a digital multimeter, which is not within the specification. A known good battery was used for the rest of testing. The reader was powered on and a ¿connected to the computer¿ display message was observed. The reader was monitored under a thermal camera during operation and hot spots were observed on u3, cpu, and u5. The u13 chip was removed from the pcba. Both the pin pads were shorted together where the u13 chip was removed. The ¿connected to the computer¿ display message was still present. The short on both pin pads were removed and line was probed with the digital multimeter. Interrogation of the device revealed the device was exposed to liquid contamination. Liquid contamination on the usb circuit resulted in faulty/damaged components, overheating components, and a ¿connected to the computer¿ display message. The reported complaint of the reader getting hot was observed. Therefore, issue is not confirmed to use due to liquid contamination. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.